Event description:
The accounts maintenance stated the head section will not lower using the siderails, but will lower using CPR.

Manufacturer narrative:
The technician found after lowering the head section, it will come right back up unintentionally. When the right siderail is disconnected, the issue is no longer present. The technician isolated the issue to the patient control board. He replaced the control board to repair the bed.